Manufacturer narrative:
For the reported event, a ge healthcare service representative performed a checkout of the system and did not confirm the reported event.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model 1009-9050-000 anesthesia gas machine experienced a malfunction resulting in the loss of audible alarms. The report was received from a single source. The reported event did not involve a patient.